Manufacturer narrative:
(B)(4).

Event description:
According to a medwatch report filed by the hospital, during a procedure on (B)(6) 2015, a 5mm amplatzer vascular plug 4 would not advance through a 4f glide catheter. It is unclear whether another device was implanted as the details were limited and per report the extended procedure time led to the patient becoming unstable.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. A review of the device history record confirmed the plug met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. The results of this investigation confirmed the avp4 met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the plug, and the cause for the difficulty advancing the occluder remains unknown.